Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are in intensive care due to high blood glucose level of 800 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer stated that she was not using the insulin pump. Customer stated that they have been getting no delivery alert. The device will not be returned for analysis.